Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that during test the display gets dark when you press the "charge". There was no negative patient impact.